Event description:
A perceval pvs27 was implanted and explanted intra-operatively on (B)(6) 2018. The valve was reportedly sized, seated and debrided correctly; however, tee revealed posterior and central leak. After returning to bypass, the annulus was re-sized and confirmed the original sizing of the perceval valve. To avoid further delay, the valve was explanted and replaced with a magna ease size 25. The added cross-clamp time was 25 minutes, and the patient is doing well.

Manufacturer narrative:
Visual inspection of the returned device was performed. No elements of non-conformity were observed. Hydrodynamic testing of the returned valve identified a regurgitant fraction of 5.2%, which is within the range specified by iso 5840 requirements (rf<15%), and confirms the absence of central leak. The effective orifice area was 2.88 cm^2, and was also well above iso 5840 requirements (>1.70 cm^2). No anomalies were observed during the open/close cycle. Simulation of valve deployment was also performed. No problems were encountered during the ballooning phase of the returned valve in a silicon aortic root. Sealing at the annulus was confirmed with a leak test. The valve remained fixed without observing any anomalies. No paravalvular leak was identified. Based on the analyses performed, it was not possible to replicate the reported central or paravalvular leak, and the valve can reasonably be excluded as a possible contributing cause of the event. Based on the size of the implanted device, mis-sizing can also be excluded as a potential contributing factor. Given that no patient anatomical features were reported that may have contributed to the event, the root cause can reasonably be attributed to malpositioning, by exclusion. However, ultimately this cannot be confirmed.

Manufacturer narrative:
The prosthesis was received blood-stained, in generally good condition.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.